Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that first 11 cases were previously reported by individual medwatch forms. The last 13 cases are of a similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to local FDA branch on 12/13/96. This eventually resulted in a directed inspection of mfg firm medex, inc in hilliard, oh. The district on 12/9-23/97 conducted the inspection. Rptr has also spoken with FDA branch and two members of medical device team regarding most recent incidents of IV pump non-infusion which occurred in facility today. As a clinician in pediatric and specifically neonatal practice, rptr is extremely concerned about the ongoing and serious nature of this problem and potential risk critically ill pts may face. Report of ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Date of event: 12/19/97. Each case, rn noted noninfusion without pump alarm, and then noted precipitate in tubing, all were running hyperalimentation. Tubing forwarded to pharmacy for precipitate tracking.

Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that the first 11 cases were previously reported by individual medwatch forms. The last 13 cases are of a similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to local FDA branch on 12/13/96. This eventually resulted in a directed inspection of mfg firm medex, inc in hilliard, oh. The district on 12/9-23/97 conducted the inspection. Rptr has also spoken with FDA branch and two members of the medical device team regarding the most recent incidents of IV pump non-infusion which occurred in facility today. As a clinician in pediatric and specifically neonatal practice, rptr is extremely concerned about ongoing and serious nature of this problem and potential risk that critically ill pts may face. Report of ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Pt #5: date of event: 12/9/97. Each case, rn noted noninfusion without pump alarm, and then noted precipitate in tubing, all were running hyperalimentation. Precipitate analyzed in lab possible fat substance.

Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that the first 11 cases were previously reported by individual medwatch forms. The last 13 cases are of a similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to the local FDA branch on 12/13/96. This eventually resulted in a directed inspection of the mfg firm medex, inc. In hillard, oh. The district on 12/9-23/97 conducted the inspection. Rptr has also spoken with FDA branch and two members of the medical device team regarding the most recent incidents of IV pump non-infusion which occurred in facility today. As a clinician in pediatric and specifically neonatal practice, rptr is extremely concerned about the ongoing and serious nature of this problem and the potential risk that critically ill pts may face. Report of ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Pt #9: date of event: 4/28/98 rn noted large amount of fluid in buretrol and drip chamber, and pt's glucose was low (whole blood: 33). She set exactly 2 hrs amount of fluid in buretrol and observed carefully over 2 hrs, noted that drip chamber filled to max twice and fluid did not appear to infuse. Baseline glucose: 80-90's, IV bolus of glucose given, value then 117, and later 82. Pt experienced wide blood pressure and heart rate swings when pump was changed out and fluid infusion began (dopamine was "y'ed" into this line on a separate pump). Unk effect of hypoglycemia in critically ill infant.

Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that first 11 cases were previously reported by individual medwatch forms. The last 13 cases are of a similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to local FDA branch on 12/13/96. This eventually resulted in a directed inspection of mfg firm medex, inc in hilliard, oh. The district on 12/9-23/97 conducted the inspection. Rptr has also spoken with FDA branch and two members of the medical device team regarding the most recent incidents of IV pump non-infusion which occurred in facility. As a clinician in pediatric and specifically neonatal practice. Rptr is extremely concerned about ongoing and serious nature of this problem and potential risk that critically ill pts may face. Report of ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Pt #8: date of event: 3/20/98. Desferal hung at 1830 on 3/19 (250ml bag). At 1500 on 3/20, same rn noted bag to be nearly 1/2 full-100ml, should have been 20 or so. Changed pump, consulted md, infusion rate increased to complete on time. No apparent change in pt outcome. Would have delayed discharge of this pt and his brother (also inpatient).

Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that first 11 cases were previously reported by individual medwatch forms. The last 13 cases are of a similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to local FDA branch on 12/13/96. This eventually resulted in a directed inspection of the mfg firm medex, inc in hilliard, oh. The district on 12/9-23/97 conducted the inspection. Rptr has also spoken with FDA branch and two members of medical device team regarding most recent incidents of IV pump non-infusion which occurred in facility today. As clinician in pediatric and specifically neonatal practice, rptr is extremely concerned about ongoing and serious nature of this problem and potential risk that critically ill pts may face. Report of ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Pt #4: date of event: 12/31/97. Each case, rn noted noninfusion without pump alarm, and then noted precipitate in tubing, all were running hyperalimentation. Tubing was retained and sent to medex for eval. Bag fluid clear without precipitate, obvious precipitate noted in tubing and cassette, not visible below filter.

Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that the first 11 cases were previously reported by individual medwatch forms. The last 13 cases are of a similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to local FDA branch on 12/13/96. This eventually resulted in a directed inspection of the mfg firm medex, inc in hilliard, oh. The district on 12/9-23/97 conducted the inspection. Rptr has also spoken with FDA branch and two members of the medical device team regarding the most recent incidents of IV pump non-infusion which occurred in facility today. As a clinician in pediatric and specifically neonatal practice, rptr is extremely concerned about the ongoing and serious nature of this problem and potential risk that critically ill pts may face. Report of ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Pt #4: date of event: 6/17/97. D51/4 ns running at 5cc/hr, rn noted blood backing up in IV, and increased rate to 10cc/hr. At 0200 burette still had 20 cc but pump indicated infusion, rn watched closely and found non-infusion continued. At 0400, rn marked burette and verified that no double dripping had occurred. At 0600, rn changed pump, but continued with tubing (same volume in burette). At 0700, rn changed to new tubing. IV remained patent, no other apparent outcome to pt (was orally feeding as well as IV) tubing and original pump retained and sent to biomed for eval. Medex staff en route to investigate.

Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that the first 11 cases were previously reported by individual medwatch forms. The last 13 cases are of a similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to the local FDA branch on 12/13/96. This eventually resulted in a directed inspection of the mfg firm medex, inc in hilliard, oh the dist on 12/9-23/97 conducted the inspection. Rptr has also spoken with FDA branch and two members of the med device team regarding the most recent incidents of IV pump non-infusion which occurred in facility today. As a clinician in pediatric and specifically neonatal practice. Rptr's extremely concerned about the ongoing and serious nature of this problem and the potential risk that critically ill pts may face. Report of ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Maintenance fluid infusing at 26.5cc/hr. Rn noticed drip chamber filling up, returned fluid to burette, and noted drip chamber again filling within 30 mins, with no change in burette volume. Pt showed no apparent effects. Whole blood glucose (one touch) 87. Pump, tubing, and fluid retained and sent to biomed. Infused at prescribed rate in biomed, tubing sent to medex.

Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that the fist 11 cases were previously reported by individual medwatch forms. The last 13 cases are of a similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to the local FDA branch on 12/13/96. This eventually resulted in a directed inspection of the mfg firm medex, inc. In hillard, oh. The district on 12/9-23/97 conducted the inspection. Rptr has also spoken with FDA branch and two members of the medical device team regarding the most recent incidents of IV pump non-infusion which occurred in facility today. As a clinician in pediatric and specifically neonatal practice, rptr is extremely concerned about the ongoing and serious nature of this problem and the potential risk that critically ill pts may face. Report of ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Pt #10: date of event: 5/15/98 rn noted that fluid placed in the buretrol had not infused after 2 hrs. Pt glucose (whole blood: 30) dropped significantly. Baseline glucose-100, IV bolus given, value then improved slowly. Pt is a very ill premature infant on high frequency oscillatory ventilation and maximal support. Unk effect of hypoglycemia in critically ill infant. Pump and tubing retained intact, sent to biomed and medex was contacted immediately.

Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that first 11 cases were previously reported by individual medwatch forms. The last 13 are of a similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to the local FDA branch on 12/13/96. This eventually resulted in a directed inspection of the mfg firm medex, inc in hilliard, oh. The district on 12/9-23/97 conducted the inspection. Rptr has also spoken with FDA branch and two members of the medical device team regarding the most recent incidents of IV pump non-infusion which occurred in facility. As a clinician in pediatric and specifically neonatal practice, rptr is extremely concerned about ongoing and serious nature of this problem and potential risk that critically ill pts may face. Report of ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Pt #3 date of event: 6/8/97. Hyperalimentation, intralipids, "ms" infusing on trilogy, rn noted hyperalimentation burette was not emptying or requiring refill, pump indicated ordered volume had infused. Rn programmed for volume to be infused mode and again noted no infusion. No pt outcome reported, tubing retained without pump, sent to biomed for eval, and to be forwarded to medex.

Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that the first 11 cases were previously reported by individual medwatch forms. The last 13 cases are of a similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to the local FDA branch on 12/13/96. This eventually resulted in a directed inspection of the MFR firm medex, inc in hilliard, oh. The district on 12/9-23/97 conducted the inspection. Rptr has also spoken with FDA branch and two members of the medical device team regarding the most recent incidents of IV pump non-infusion which occurred in facility. As a clinician in pediatric and specifically neonatal practice, rptr is extremely concerned about the ongoing and serious nature of this problem and potential risk that critically ill pts may face. Report of ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Pt #2 date of event: 04/30/97. Hyperal with d12.5, phos 40, ca 7 and aa 1.4 infusing at rate of 30cc/hr. Volutrol was filled to 60cc and run for 2 hrs without alarm other than tko reset. Digital readout showed infusion of 60cc however, burette still full. White precipitate noted in tubing and cassette at time non-infusion was noted. Case referred to pharmacy for precipitate review. No change in pt outcome. Line remained patent. Minor glucose drop noted 90 to 72. Pump and tubing sent to biomed for eval.